Event description:
Additional information was recieved from the rep. Impedance measurements taken and attached. The lead that has high impedance is not used in her active program or any of her other programs.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing extreme pain, described as shooting pain similar to electrocution and more painful than usual and has been going for a month or two. Patient stated they had trouble with therapy again and expressed distress. Patient attempted to call the clinic but learned staff would not be available until monday. Patient stated they could not tolerate pain until then. Patient attempted to turn off stimulator, tried switching programs and lower down intensity but it doesn't help. Agent recommended patient proceed to emergency/hospital and meet with representative there. Agent reviewed rep's role and provided nas number for healthcare provider (hcp) office to call. Email sent to field rep for visibility. Patient mentioned they had an upcoming appointment scheduled this june with their new doctor. Pt called back and repeated details from original call. They said they have an appointment with doctor in june, and aren't meeting with a rep until monday but are in excruciating pain. Reviewed that pats is sending a message to local reps asking them to call the pt back. The rep reported they spoke with the patient and turning off the device resolved the shocking, but the pain p ersists and a return of pain was reported. Pain at the ins site was reported. The cause is unknown and the issue is ongoing and the rep noted they would submit new information that becomes available.